Event description:
The inspire device generator that was implanted in the patient was recalled. Recalled generator removed and sent with the inspire representative. New generator implanted, cost of the implant to be covered by inspire.